Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 50 mg/dl. The customer reported hypoglycemia was treated with carbohydrate intake and emergency medical services. The event involved product(s) mmt-1880l, mmt-342g, mmt-431ag, mmt-7020la. Troubleshooting was partially performed. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1880l. No product return is required for mmt-342g. No product return is required for mmt-431ag. No product return is required for mmt-7020la.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section a4 - patient weight has been changed from 175 to 174 pounds the pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0869 inches. The thump and carelink software were utilized and downloaded trace/history files properly. On the primary svn#: (B)(4), event date of 09-jul-2025 of the daily total collection start time, the daily total of basal insulin delivered = 24 u and daily total of bolus insulin delivered = 9.6 u which is equal to the dail total of all insulin delivered = 33.6 u. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly, lost sensor signal alert, possible signal interference or check connection noted. On the primary svn# (B)(4) event date of 09-jul-2025, there are no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged not confirmed for lost sensor signal, possible signal interference or check connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.